Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of vancomycin. After an unspecified length of time after the delivery was started, the customer contact reported that the tubing separated from the outlet port on the dial-a-flo assembly of the tubing set and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was rec'd on (B)(4) 2014 and evaluated. Testing found the tubing separated from the outlet port of the dial-a-flo assembly of the tubing set. This was due to insufficient solvent application. This report represents all the info known by the reporter upon query by hospira personnel.